Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a2 (age, dob), a3a, a3b, d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon bent screwdriver failing to disconnect proximal guide post from distal reamer using reclaim monobloc. Short delay in surgery causing surgeon to switch systems.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the surgeon bent screwdriver failing to disconnect proximal guide post from distal reamer using reclaim monobloc. Short delay in surgery causing surgeon to switch systems. The product was returned to depuy synthes for evaluation. Visual inspection revealed the reclaim mon prox reamer guide and the reclaim mon dist reamer 14 std disassembled, both with signs of usage. No additional damage was observed on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. Event though the devices were returned in a disassembled condition, a functional test was performed for the reclaim mon prox reamer guide using the reclaim mon dist reamer 14 std as the main component. Functional test revealed that both devices could thread/assembly correctly and nothing indicative of a device non-conformance could be identified. The overall complaint was not confirmed as the observed condition of the reclaim mon prox reamer guide would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.